Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that impedances were normalized post-operatively with the new lead implanted. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that they were seeing high impedance, at greater than 40 ,000 ohms for electrodes 7,8, and 13. Initially, it was reported that it was electrodes 7, 10, 13, and 14. The manufacturer representative ran stimulation for a few minutes and tested again, and impedance for 7, 8, 13, and 14 was greater than 40,000 ohms. Two external neurostimulators had been used, 2 multi-lead trialing cables, and 2 leads. The implantable neurostimulator also showed the same electrodes being high. The health care provider thinks that the second lead was not placed in the ¿exact¿ same location, which should have accounted for other electrodes being high, rather than the same electrodes. The implant site was reviewed to most likely be the issue causing the high impedances. The health care provider decided to close the patient with the paddle lead placed in the motor cortex. They couldn't get a group impedance reading when electrodes 7, 8, and 13 were programmed. Those are the specific electrodes needed for programming. The patient had a previous motor cortex stimulation that had been placed and removed, but the manufacturer representative was not certain if it was the same location. There were no patient symptoms or complications reported.

Manufacturer narrative:
One of the rejected leads was received for analysis on 2017-08-09. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that it was unknown if the patient was receiving therapy as it was not turned on post-implant. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the lead (B)(4) showed no evidence of anomaly (B)(4). If information is provided in the future, a supplemental report will be issued.